Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in the severely tortuous and severely calcified middle of left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for post dilation. However, the device failed to cross the lesion due to angulation and when it was inflated, the balloon burst. There were no balloon pieces left in the patient. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 94% stenosed target lesion was located in the severely tortuous and severely calcified middle of left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for post dilation. However, the device failed to cross the lesion due to angulation and when it was inflated, the balloon burst. There were no balloon pieces left in the patient. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 4mm distal to the proximal markerband, there was a pinhole in the balloon.